Manufacturer narrative:
Citation: christian frerker. Emergency transcatheter aortic valve replacement in patients with cardiogenic shock due to acutely decompensated aortic stenosis. Eurointervention. 2016 apr 20;11(13):1530-6. Doi: 10.4244/eijy15m03_03. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding emergency transcatheter aortic valve replacement in patients with cardiogenic shock. All data were collected from a single center between 2008 and 2013. The study population included 771 patients (predominantly male; mean age 80 years), an undisclosed number of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: moderate to severe aortic regurgitation, cardiopulmonary bypass (cpb), stroke, bleeding and vascular complication, and permanent pacemaker implant. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.